Event description:
As a fallopian tube occlusion clip was being applied to the pt's tube, the clip dropped out of the applicator. The clip was retrieved with no pt problems. Another applicator was used to complete the case.